Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, patient was pre-operatively diagnosed with: lumbar spondylosis. Intractable back and leg pain and underwent following procedures: l5-s1 discectomy and decompression. L5-s1 arthrodesis. L5-s1 instrumentation. Inter body fusion l5-s1. Spinal implant. Morselized autograft. Micro dissection. Fluoroscopic imaging. As per op-notes ¿the appropriate size peek implant packed with rhbmp-2 was placed after the end plates were roughed up and packed with a combination of morselized autograft, allograft and rhbmp-2.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.